Event description:
It was reported the epg (external pulse generator) shut off as soon as the nurse went to change the battery. The nurse had turned on the epg prior to it being attached to the patient, and this is when it was discovered new batteries were needed. Another epg was used, with no complications. The biomedical engineer tested the epg with a known good battery, and it shut off after three seconds when the battery drawer was opened, instead of staying on for fifteen seconds. The epg was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the heart block was contaminated, the heart wire contacts were contaminated, the battery contacts were compressed, the battery drawer was broken, and the heart lead flex was replaced as a preventative due to traces not aligning in the connector. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure.